Event description:
The user facility reported that their reliance synergy washer was "heavily" leaking water out onto the floor where the unit is located. No injuries, procedural delays/cancellations or property damage were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the washer door cam was not aligned. The technician adjusted the door cam, ran a test cycle and confirmed the unit was operational.